Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse changed both na electrodes and cleaned the flowcell and the electrolyte injection cup (eic). The fse replaced the eic spacer and quad ring. The fse also replaced the ratio pump which was not scheduled for replacement until (B)(4) 2013. Additionally, fse changed the carbon dixide (co2) membrane. Failure mode of this event was not determined. Multiple parts were replaced, any of which could have caused or contributed to the event.

Event description:
The customer reported on (B)(6) 2013, that the unicel dxc 600i synchron access clinical system generated false high sodium (na) and potassium (k) results for 2 patient samples. The high results were reported out of the laboratory. Customer provided all results, but only na and k results were erroneous. Qc on the day of the event showed imprecision and high recovery, but was repeated and results obtained were within range. Patient treatment was not affected in connection to this event.

Manufacturer narrative:
Beckman coulter is providing an addtional information for MDR #: 2050012-2013-00112, (B)(4). Investigation information: the ratio pump was returned to beckman coulter for investigation. Testing of the returned part did not duplicate the issue; the returned part performed within specifications. All the remaining information in the original report remains unchanged.